Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit failed the o2 flow accuracy (pvt test 6) at the 140 lpm (liters per minute) setting. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 15feb2019 , date rec¿d by MFR : 14feb2019. The customer's service technician confirmed the reported o2 flow accuracy issue. The customer's service technician indicated that this unit is operating as expected and back in service submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.